Manufacturer narrative:
The rapid infuser involved has not been returned to belmont for investigation. Without the ability to investigate the unit, we are unable to confirm the complaint that the displayed volume stopped measuring product at 507ml. It was reported that while the infused volume displayed on the screen appeared to stop measuring, the user was able to successfully infuse over 9 units of blood product and one liter of fluids with no harm to the patient. The manufacturing and service records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that this was an isolated incident. No trend has been identified for this type of issue. Belmont has requested that the unit be returned for further investigation. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report involving a rapid infuser, ri-2 and reported the following: "supervisor of l+d reports that staff infused over 9 units of blood product and one liter of fluids successfully with no patient injury. However, the display stopped measuring the volume at 507ml. The unit was removed from service and sent to biomed."

Manufacturer narrative:
The rapid infuser involved in the incident was returned to belmont for investigation. We were unable to duplicate the report that the displayed volume stopped measuring product. All flow rates between 10ml/min and 750ml/min were evaluated in both hardware mode and infusion mode and the flow rates displayed correctly; the unit performed according to specification. It was reported that while the infused volume displayed on the screen appeared to stop measuring at 507ml, the user was able to successfully infuse over 9 units of blood product and one liter of fluids with no harm to the patient. The manufacturing and service records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that this was an isolated incident. No trend has been identified for this type of issue. It was reported that there was no harm to the patient. Belmont will continue to monitor for similar reports of this nature.